Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, the pacemaker was in backup vvi. A device download was performed and the device was successfully restored. Patient was stable before, during, and after the procedure and will continue to be monitored.